Event description:
Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011; 2531779-03/24/2010-003-r. Evaluation revealed an out of calibration force sensor, dislodged display screen, and partially dislodged force sensor pins. During investigation, the load step emitted a "no cartridge detected" warning.